Event description:
It was reported that the patient complained of intermittent dizziness/near syncope and a period of asystole was observed by nursing staff. The right ventricular lead had intermittent loss of capture, a high pacing threshold, and a telemetry strip of noncapture was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg, implanted: (B)(6) 2011. (B)(4).